Event description:
T was reported that the insulin pump alarmed during prime process and was stuck in rewind mode. The drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.